Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) level was "high"; although a specific value was not provided. Multiple attempts were made regarding how the customer addressed the bg level, but the customer did not respond. Reportedly, customer did continue to use the pump for insulin therapy.